Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the surgeon tested all trajectories successfully before he started the surgery. During the surgery, when the surgeon sent the robot on the last trajectory, the robot crashed. The surgeon restarted the robot and sent it on trajectory again, but the robot would not go to the right place. The surgeon tested all other trajectories and these worked. The surgeon was unable to complete the implant for the last trajectory. A 90 delay occurred during surgery while attempting to reach the final trajectory.

Manufacturer narrative:
It was reported that during the last trajectory a communication failure occurred and after the reboot of the device the last trajectory was not reachable. A full analysis of data logs indicates that the communication failure which occurred was due to a shared memory error recorded. A test at the manufacturing site was performed to determine why the robot would not go to the right place during the last trajectory and showed that this trajectory was reachable, but stopped by the surgeon. The reason why the surgeon did not continue the movement cannot be determined.